Event description:
It was reported that the pt was at the dialysis unit and it was noted the catheter was leaking. There was no significant blood loss. The lumen was cracked just under the skin of the exit site. The catheter was removed and a new one placed without difficulty.